Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 1 of 2 MDR submissions.)

Event description:
A complaint was received via email. A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It was indicated that the customer self-treated with insulin (dose/type unknown). The customer then experienced a seizure, had a loss of consciousness, and was unable to self-treat due to their symptoms. The caregiver called an ambulance wherein a healthcare professional (hcp) measured the customer's glucose level on a healthcare meter (unspecified result) and administered intravenous glucose. There was no report of death or permanent impairment associated with this event.